Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection manifested by abdominal pain. The cause of peritonitis was reported as due to an unknown virus. The patient was hospitalized for one day and treated with unspecified antibiotics for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.